Event description:
The patient reported that the pod failed to insert the cannula. The pink slide did not move forward, which indicates a needle mechanism failure. The patient reported the needle never deployed but the cannula was visible and appeared normal. The patient's blood glucose level rose to 320 mg/dl. The pod was not worn. As treatment, the patient replaced the pod with a new one.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.